Event description:
The information provided to sjm indicated a 25mm masters series valve was implanted in the aortic position. The (B)(6) female pt presented with general fatigue, dyspnea, macrohematuria and symptomatic hemolysis. The pt had also undergone mitral valve replacement with a 21mm edwards tenka valve fifteen years earlier. An echocardiogram showed mitral valve regurgitation as well as mild aortic stenosis. Redo double replacement surgery was performed. Discrete aortic stenosis was confirmed likely due to extensive pannus formation. The valve however, remained intact. The physician did not allege that the event was due to the device. A 25mm masters series s/n (B)(4) was implanted. The pt recovered and was later discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pannus tissue resulting in aortic stenosis remains unk. Info received indicated the physician did not allege the event was due to the device.